Manufacturer narrative:
Additional investigation in-progress, results of the investigation will be provided in a supplement report.

Event description:
Failure to alarm: nurse reported that there was a leak and that the pump did not signal a leak alarm. She reported is was a ¿profuse¿ leak and it never alarmed.

Manufacturer narrative:
No lot number information was provided for the soft port nor a serial number for the renasys ez pump. Since, the negative pressure therapy involves various elements within a system (i.e. Pump, canister, soft port etc.), it is difficult to determine and assign a definitive root cause of the complaint described. All renasys ez pumps undergo a series of performance tests and visual checks prior to release to market. Smith & nephew has made a writing attempt to obtain additional information from the customer regarding this event. As of 26 mar 2014 the customer has not provided the additional information regarding further details associated with this event and patient wellbeing. At this point, smith & nephew will close the complaint based on the incident describe and the investigation completed. There will be no change to the investigation performed unless further information is acquired by the customer and then the complaint will be reopened. The record will be reviewed against any information provided by the client. Any additional action will be taken at that time where necessary. The complaint was unconfirmed with the limited information provided. As a result of similar complaints smith & nephew has issued car02714 to initiate renasys product labeling updates. These labelling updates will provide enhanced information on the functionality of the alarms as they relate to the design of the device, and scenarios that can occur in clinical settings which may impact alarm functionality.

Event description:
Failure to alarm: nurse reported that there was a leak and that the pump did not signal a leak alarm. She reported is was a "profuse" leak and it never alarmed.